Event description:
The customer reported that a patient went into asystole, and the device did not alarm.

Manufacturer narrative:
The investigation has shown that the event in question was not an asystole, but was a witnessed respiratory arrest where there was no failure to alarm or delay in awareness or delay in provision of therapy. The users are satisfied that there was no problem with the monitoring system. No further investigation or action is warranted.